Event description:
It was reported that during pump implantation, the pump flow rate dropped to 0 acutely, on 1 liter of cardiopulmonary bypass. The pump was removed and inspected. A pericardial pledget was identified in the pump inflow and removed. The pump was reinserted, and flow was restored. On (B)(6) 2023, the patient's chest tubes were removed, after which the pump flow dropped from 4.0 lpm and low flow alarms occurred. The patient's mean arterial pressure (map) was in the 30's. The patient received cardiopulmonary resuscitation and their map returned to the 60's. The patient was returned to the operating room where tamponade was confirmed. The patient was in recovery as of (B)(6) 2023. As the patient was neurologically intact, no additional information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a pericardial pledget found in the inflow cannula cannot be confirmed based on this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported cardiac tamponade could not be conclusively determined through this evaluation. Multiple attempts for additional information, including requests for log files, were sent to the customer; however, no further information has been provided at this time. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further issues have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and is currently available. Section 1 of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses pump parameters, including pump flow. Section 4, ¿system monitor,¿ describes the pump flow display and the hazard alarms. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. In addition, section 5 of the IFU (under ¿surgical considerations¿) warns that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. Section 6 entitled ¿patient care and management¿ lists cardiac tamponade as a potential late postimplant complication. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Furthermore, section 7 of the IFU, "alarms and troubleshooting," and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions, as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies,¿ also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.